Manufacturer narrative:
Product complaint # = (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for fibular fracture for tibiofibular fixation with the products in question. On (B)(6) 2025, since bone union was achieved, at the patient's request, removal surgery was performed. In the surgery, the surgeon removed the tensioning cap of the fibulink and removed the plate and screw. After that, he tried to connect the fibulink to the tibial screw using the tibial screwdriver in the removal kit, but the driver could only go as far as the tensioning cap was, so he gave up on removing them together and decided to remove the fibulink first. He tried to connect the tensioning cap and the fibulink using the tensioning cap remover, but because he had pushed the fibulink a little on the previous procedure with the screwdriver, the tensioning cap did not reach the fibulink and could not be connected. He then grabbed the fibulink with a kochel and tried to remove it and inserted the tibial screw remover into the tibial screw, but this also only went as far as the tensioning cap was. Since the patient was young, he judged that bone had formed around the fibulink and proceeded by digging with the remover. When the remover reached the tibial screw, he tried to turn it counterclockwise to remove it, but the driver spun around inside the tibial screw and could not remove it. The surgeon tried several times to hit the hexagon with a hammer and to rotate it while pushing it in, but was unable to remove it. Since the tibial screw was inside the bone, the surgeon decided that it would not cause any problems after the operation, so he left the tibial screw in place and closed the wound. The surgery was completed successfully with 30 minutes surgical delay. The patient outcome was reported to be stable. No additional medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review: part # fgs-1300. Synthes lot # 24e007. Supplier lot # 24e007. Release to warehouse date: 02 april 2024. Exp. Date: 01 april 2027. Supplier: (B)(4). No ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.